Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the bottom teeth on the left are cutting against the tongue even after filing the aligner down. The aligner doesn't fit all the way down on teeth, doesn't cover back moles and the top fit is better. Patient also noted pain in first top right molar and dentist suspects misalignment likely pinching gums. Dental history includes grinding/clenching of teeth, nightguard, and jaw clicking upon opening.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.